Manufacturer narrative:
Image review: the hub of the sheath or the 'notch' (created by the physician) might have damaged the balloon. The dilatation of the lesion seems somewhat undersized, but the self-expanding stent increased in size nicely after release, with a slightly delayed increase suggesting stent overcoming lesion.

Manufacturer narrative:
(B)(4)

Event description:
The physician intended to use a guardwire embolic protection device during a procedure to treat a lesion in a moderately tortuous ica. The lesion had 70% stenosis, but was not calcified. Device inspection and preparation were carried out before the operation. There was no issue during test inflation. Pre-dilation was carried out with a non-mdt balloon. A non-mdt balloon catheter used for pre-dilation was put over the guardwire and they were inserted into a non-mdt guide catheter. The guide catheter was inserted into an unknown brand 6fr sheath. Before insertion into the patient body, the physician put a notch in the 6fr sheath. The guardwire was delivered to the external carotid artery through the guide catheter. No resistance was felt when the device was passed through the lesion site. A non-mdt occlusion balloon was delivered to the right common carotid artery. Both the guardwire and the non-mdt occlusion balloon were inflated. Another occlusion balloon catheter was inflated at the internal carotid artery. The patient, who was intolerant of ischemia, moved his neck violently. The guardwire balloon slid from its fixed position, in the external carotid artery, to the internal carotid artery. It was deflated and removed. The non-mdt occlusion balloon was also deflated and removed. A non-mdt stent was implanted. Since the relevant balloon seemed to move with the pulse, the physician deemed the blood flow was not completely blocked. The balloon was inflated again, and it was confirmed that the blood flow blockage was achieved. When the export advance catheter, that was included in the same package, was delivered, it got caught in the implanted stent. When the physician tried to advance the export advance catheter, the guardwire balloon catheter moved to 1cm proximal and unexpectedly deflated. There was no difficulty when removing the guardwire from the patient. The physician used the export advance for aspiration. Debris was aspirated. Aspiration was repeated until the debris was not found. It was confirmed that there was no in-stent thrombosis and occlusion of major artery at distal side, and the operation was completed. No health hazard occurred to the patient. The device was discarded at the facility.